Event description:
On (B)(6) 2009, the pt reported that he exercises in the water and sometimes his infusion site will come loose or peel around the edges. He stated that they have not completely fallen off. He lives in a hot climate and he sweats a lot. He stated that he now uses the "sandwich" technique using tegaderm and this is very helpful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.